Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure message. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: non-healthcare professional - buyer. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The stopcock was also returned. Two catheter tubing kinks were observed near the y-fitting at approximately 76.2cm & 65.8cm from the iab tip. Additionally, further visual examination of the product detected that the optical fiber was broken at the kink location of 65.8cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The optical fiber was found to be broken at the catheter tubing kink location, confirming the reported problem. However, we were unable to determine when this may have occurred. We were unable to duplicate the clinical settings. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).